Event description:
Customer reports, during use the needle broke or detached and remains in the patient's arm. The patient went to his physician who took x-ray's but did not remove the needle. The physician wants to wait to see if the needle will work its way up in the patient's arm. They may be able to remove the needle later.